Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. A replacement lead was implanted without further incident. There were no additional adverse effects reported.

Manufacturer narrative:
Analysis of the returned product is not able to provide relevant information for infection-related allegations. It was determined that this lead was associated with a reported infection with no conclusive evidence of a product performance issue. Please refer to the event description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable lead was part of a system revision due to infection. A replacement lead was implanted without further incident. There were no additional adverse effects reported.